Event description:
It was reported from a legal inquiry, that a female patient, initial right knee implanted in (B)(6) 2019, underwent a revision procedure sometime in 2021. The party stated that her first knee implants seemed faulty, which caused her some pain from both knees down to her ankles. No further information known.

Manufacturer narrative:
D10: concomitants: 521-78-31 - threaded pin size 2.6 collarless 2pk 02-012-65-3009 - tru cc tib insert size 3, 9mm 200-02-32 - three peg patella 32mm 201-78-89 - 3" drill bit, mod. Hex 2 pack 201-78-15 - holding pin mini sharp point 4 pk 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. D6b: unknown date in 2021. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 date is unknown, g2.